Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient started therapy in emergency department and was transported to intensive care unit. The arctic sun device was alerting low flow. The patient temperature was 33.8c, target temperature was 34c, water temperature was 23.4c water flow rate was 0.1 l/m and low air leak alert as well. 4 pads connected with coverage with no exposed abdomen. Size large pads in place. Mis walked through nurse stop therapy and drain pads. The device alerted water reservoir level low. Nurse verified water reservoir level was 2 bars. Nurse disconnected pads and reconnected holding nowhere near clear connectors. Nurse verified audible clicks with each connection. All lines straight with no bends or kinks. Nurse restarted therapy but device continues to alert low flow. Water flow rate would not rise above 0.7 l/m and air leak message still visible. Nurse verified fluid delivery line was secure. Large amounts of bubbles at connectors. The system diagnostics showed outlet monitor temperature (t1) was 25.1c, outlet control temperature (t2) was 25.1c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4.7c, water flow rate was0.7 l/m, inlet pressure was -2.5psi, circulation pump command was 100 percentage, mixing pump command was 0, heater0, system hours were 656.6 and pump hours were 555.2. Mis advised to swap out to a new set of pads and call back if any additional alerts or alarms or questions.

Event description:
It was reported that patient started therapy in emergency department and was transported to intensive care unit. The arctic sun device was alerting low flow. The patient temperature was 33.8c, target temperature was 34c, water temperature was 23.4c water flow rate was 0.1 l/m and low air leak alert as well. 4 pads connected with coverage with no exposed abdomen. Size large pads in place. Mis walked through nurse stop therapy and drain pads. The device alerted water reservoir level low. Nurse verified water reservoir level was 2 bars. Nurse disconnected pads and reconnected holding nowhere near clear connectors. Nurse verified audible clicks with each connection. All lines straight with no bends or kinks. Nurse restarted therapy but device continues to alert low flow. Water flow rate would not rise above 0.7 l/m and air leak message still visible. Nurse verified fluid delivery line was secure. Large amounts of bubbles at connectors. The system diagnostics showed outlet monitor temperature (t1) was 25.1c, outlet control temperature (t2) was 25.1c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4.7c, water flow rate was0.7 l/m, inlet pressure was -2.5psi, circulation pump command was 100 percentage, mixing pump command was 0, heater0, system hours were 656.6 and pump hours were 555.2. Mis advised to swap out to a new set of pads and call back if any additional alerts or alarms or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.